Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was not resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and competitor bone cement. Unknown date 2015, the patient underwent a left knee revision with liner exchange, synovectomy and secondary wound closure. The surgeon reported sometime after the primary surgery, the patient fell and sustained a wound dehiscence, and was taken to surgery where a synovectomy and liner exchange was performed. Doi: (B)(6) 2015. Dor: unknown date in 2015. (Rt knee).